Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a vns patient had poor wound healing and developed an infection and wound dehiscence at the vns generator and electrode incision sites. The patient's poor wound healing and wound dehiscence are attributed to patient trauma of picking at the incisions, poor hygiene, and possibly coumadin medication. The patient later underwent explant of the vns generator only. The explanted generator has been returned and is currently in product analysis.